Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with the supply bag falling and becoming disconnected during drain 4 of 4 on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to end therapy. The tsr advised the hp to contact their nurse regarding missed therapy and being connected when the bag fell. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore, no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.